Manufacturer narrative:
Other - slide tube weldment.

Event description:
Cot will no longer fit into the cot lock system; this is due to the fact that the foot end slide tube weldment is bent. Cot was being used at the time. There was pt involvement, however, no adverse consequences have been reported.